Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 232 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and vomiting. Customer was still in the hospital at the time of call. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer was assisted in viewing bolus delivery on insulin pump. Customer was not able to troubleshoot due to not having enough insulin or supplies. Customer will call back once able to troubleshoot. No further information provided.